Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the common biliary tract on (B)(6) 2020. According to the complainant, during the procedure, there were interferences noted from the start of the procedure, then the image was completely lost. Reportedly, the physician tried to remove 2 metallic migrated stents, however, attempts to remove the stents using spysnare/spybite were unsuccessful since the cholangioscopic image stopped displaying on the monitor due to interferences. Therefore, there was no visibility to remove the stents. The procedure was not completed due to this event. Reportedly, a 10frx7cm advanix stent was placed in situ by physician to treat the occluded biliary tract, and obstruction due to blocked migrated stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be safe.